Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. A visual summary analysis of the lead indicated damage at implant. The analyst also noted the lead was returned damaged, however the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during implant the physician could not extend the helix on the right atrial (ra) lead. Additionally, the lead kept falling out of the atria. The lead was also unstable in the atria. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.